Event description:
It was reported the customer received a reprogram alarm/check settings alarm. The customer's blood glucose was 91 mg/dl at the time of the call. Customer was advised the alarm will always occur after setting the time and date on an insulin pump. It was also found during troubleshooting that the customer's blood glucose had been running high. The customer's wife stated her husband's blood glucose reached 590 mg/dl. The customer had not treated for their blood glucose. Troubleshooting found the customer's insulin pump passed all functional testing. However, it was found the customer had a bent cannula. The wife also reported a weak battery alarm. The customer's wife was advised to monitor the insulin pump and treat for the husband's high blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.